Manufacturer narrative:
Date of event is estimated. A patient had a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient was experiencing ineffective stimulation, numbness/tingling and infection. In turn, surgical intervention took place wherein the scs system was explanted. Date of explant is unknown. Note : it is unknown which lead is related to this issue.